Event description:
It was reported during follow-up, intermittent oversensing of t-waves occurred after paced qrs events. All electrical parameters were in range. The patient was in good condition and will be monitored.